Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 3 mdrs filed for the same patient (reference 1822565-2017-01210 and 0009613350-2017-00160).

Event description:
It is reported that the patient underwent an attempted revision procedure to remove trauma fixation prostheses due to unknown reasons. The surgeon was unable to remove the prostheses due to reasons unrelated to zimmer (B)(4) product and has rescheduled the revision for a later date.